Event description:
The customer contact reported a leak; subsequently an unspecified infection was noted. The patient was receiving an unspecified IV solution. After an unspecified length of time in use, leakage was noted at the connection of the male adapter of the tubing set, and the patient's IV catheter. After an unspecified length of time after the leak occurred, an infection was reported. The location of the infection as not specified. Though requested, no additional information was provided including patient outcome.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The information on reprocessing of the device was requested; however, no response has been received.